Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a right transcarotid artery revascularization (tcar) procedure, the patient experienced an embolic stroke. The patient was taken to the operating room by neuro to retrieve an embolus from the left middle cerebral artery (lmca) and to place an additional stent. The patient was discharged to a rehabilitation facility 3 weeks post incident.